Event description:
During a surgical procedure, the lighthead fell on the doctor's back. No injuries to doctor nor to pt were reported. (B)(4).

Manufacturer narrative:
A maintenance technician authorized by maquet replaced the broken spring arm with a new one and verified the similar maquet spring arms in the hospital. No other cracked weld seams were detected. The hanaulux 3000 series has never been marketed in the united states. However, these systems are similar in design as some maquet lights distributed in the united states. (B)(4). (B)(4) submits this report on behalf of the device mfg facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.